Manufacturer narrative:
Per the IFU: prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.

Event description:
It was reported that the connecting bolt threads broke.patient outcome:no adverse effects have been reported as a result of this event.